Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the first test patient for device placed by the health care provider (hcp) in the late 80s early (B)(6) the patient no longer trusts the hcp after their last appointment several years ago after they had figured out that frequency was involved and asking him to turn the frequency up as for many years they had let him know they were sufferingwith severe depression and thoughts of suicide or murdering him for lying to them for years saying the depression was unrelated to the device and the device could not cause those changes. They knew this was an out and out lie as one of the many many times they met with him to adjust the stim settings he had his assistant turn the frequency up and instantly their head cleared , they could think, they didn¿t feel suicidal and everything they had asked him about improved. The emotional trauma they continued to be put thru was incredible. At their last appo intment with the hcp where they requested the frequency to be turned up the hcp stated the government would not allow him to do that and by the time they walked to their car they knew the frequency had been turned down so they was experiencing rage they was unable to control or shake and they felt it immediately when it was turned down. The caller knew this because they experienced particular effects when they do adjustments. The caller doubt it was the plan for the device to be used for torture of human beings/fellow americans and some of the experiences they have had to deal with include when they hooked the device up wrong and burnt them internally. At one point he told them they could not remove the device that it would leave a big hole in their back. The device was evidently shorting out at this point in time as they got shocks down their legs and in their sides. They were in extreme pain all the time and it was interfering with communication between their central nervous system and adrenal system causing a multitude of dangerous side effects including passing out when they went to stand, heart rate decreasing, their lungs not functioning for brief periods. The patient has been seen by hcps who have eliminated heart or lung issues, although the pulmonary specialist was who helped identify the communication problem between the nervous system and adrenal system. Any hcp they have asked about getting this device being used for systematic torture of the patient removed has told them their hcp has to do it. The way the was device malfunctioning erratically may cause their death or drive them to causing someone ¿ the patient would prefer the hcp - to be harmed. They would cry for weeks at a time and was having a difficulty with their breathing, the electric shocks and pain down their legs and their situation is desperate. Their bowel was giving them problems from the stim and they were not getting better with this device malfunctioning inside of them!! At one point the hcp told them he had lost all of their records. Incidentally that was about the time the device started being used in a way that caused the emotional side effects with depression and suicidal thoughts. They said prior to the device helped and they were doing great. After their "records were lost" they started playing around turning the device up and down , and their insides were burnt because some idiot hooked it up wrong.

Event description:
Additional information was received from the patient. The patient reported that their controller did not work and did not have any power at all. Patient stated that they had tried putting in new batteries, but the issue was not resolved. Patient did not currently have the batteries in the controller with them at the time of the call, so agent was unable to obtain the controller serial number. Patient will call back with the controller for further troubleshooting and possible replacement. Patient reported that their implant and implant history was an "experiment" as they had the implant for pain. Patient further elaborated, that most people got 1 lead but they had 4 some from their previous systems and that the doctor programmed the wrong lead and burned their insides. Patient services did not ask any further questions about this comment as they were focused on the reason for call. Patient called back and reit erated that their remote wasn't working, that they couldn't get it to program their ins. Patient was seeing the "poor communication screen" both with and without the antenna. Patient confirmed they'd tried switching batteries but the issue was not resolved. Patient stated they knew it was working because they always had the therapy running at very low levels (.01 and .02 v) and they had been getting a shock for a long time (patient couldn't say for how long) and that it would go down their leg. Patient services wanted to note that when patient services was troubleshooting with the patient and their programmer, the patient stated their arms weren't working very well and it was difficult for them to reach back there with the programmer and programmer antenna so someone was assisting them. Patient stated they used to be able to feel the implant but now they couldn't but stated they had a good idea of where the ins was. Patient services reviewed the potential that due to the age of their implanted system, the ins battery was very likely deple ted and redirected the patient to follow up with their health care provider (hcp) to check the implanted system. Patient stated they no longer had a health care provider (hcp) as their implanting health care provider (hcp) had retired. Patient services reviewed with the patient given their indications, they didn't have a listing of health care providers (hcp) that worked with the therapy for that indication but reviewed with the patient their listed follow up health care provider (hcp) on record and the patient stated they would follow up with that hcp to address their concerns. Upon further consideration, patient services wanted to note the patient commented that they've "had this thing for 40 years" and that they'd had "all kinds of problems with it" but before when it was working, they had it running at really low numbers.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.